Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Update (B)(4) 2019: correction to the above, revision was for patient's right knee as per revision implant sheet on (B)(6) 2019. A size 4 right cr femur and 4x11 cs insert was revised to a size 3 right ts femur with 12x50 stem and a 4x9 ps insert.